Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient was in overdischarge. The patient's ins couldn't be interrogated by the 8840 and an overdischarge was suspected and guidance for performing a prm were requested. The patient had another overdischarge in (B)(6) 2018 and they noticed they couldn't charge four months ago. No further complications were reported or anticipated. (B)(4) additional information was received from a consumer. It was reported that the patient first noticed that they couldn't charge about 4 months ago. The patient attempted a physician reset and could not get the battery to recharge. The patient reported that they called the manufacturer, but don't know who they spoke to. The rep was informed on (B)(6). The patient continues to not be able to recharge. The patient is set up to have their battery replaced on (B)(6). The first rep to be notified of the inability to charge was on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.